Manufacturer narrative:
This information is based entirely on journal literature. Multiple patients and multiple manufacturers were noted in the article; however, a one to one correlation could not be made with unique lead serial numbers. Patient information is limited due to confidentiality concerns. The baseline gender/age of the patients is male/(B)(6). Since no device ID was provided, it is unknown if this event has been previously reported. Without a lot number or device serial number, the manufacturing date cannot be determined. Possible models for this manufacturer could include the 5568, 5024, 5076, 4068, 4965, and the 4968. No additional information is available. Referenced article: comparison of modern steroid-eluting epicardial and thin transvenous pacemaker leads in pediatric and congenital heart disease patients. Journal of interventional cardiac electrophysiology 14, 27-36, 2005.

Event description:
A journal article was reviewed which contained information regarding implantable leads. Multiple patients and multiple manufacturers were noted in the article; however, a one to one correlation could not be made with unique lead serial numbers. The article indicated that there were patients who experienced infections, pneumothorax, "pacemaker syndrome," and an abdominal hernia. There were also noted lead fractures, insulation breaks, high thresholds, and dislodgements. The status of the lead is unknown; however, many leads were removed/replaced. Further follow up did not yet yield any additional information. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.